Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation of device found scratched lens, broken battery door gasket, fluid ingression near bottom of pump, worn upstream occlusion (uso) seal and peeling downstream occlusion (dso) seal. This device has not been in for service in the review period. Functional testing verified the primary problem that the dso sensor alarms out of tolerance. The dso was replaced to correct the issue, and the device passed all functional tests after the repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion sensor alarmed for out of tolerance. There was no physical damage reported. There was no patient involvement.